Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty inserting a guidewire is confirmed. One 0.035 in. J-tip guidewire in a plastic hoop and one 18 g secureloc introducer needle were returned for evaluation. An initial visual observation showed use residue on the returned sample. While the guidewire was returned in the introducer needle, it was not found to be stuck. The core wire of the guidewire was found to not be broken during tactile evaluation. A microscopic observation revealed the bevel of the introducer needle was damaged. A relatively large amount of dried blood residue was observed on the returned guidewire, especially on the section of guidewire that was within the introducer needle. This biological material may have contributed to the alleged event of the guidewire becoming stuck within the introducer needle. One of the coils of the coiled wire of the guidewire was found to be unraveled near the distal end of the guidewire; however, no other damage was observed on the returned guidewire. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. The needle deformation was consistent with guidewire retraction against the needle bevel. H3 other text : evaluation findings are in section h11.

Event description:
Per medwatch: guidewire became stuck in needle during short term trial catheter insertion. Additional information received 02/28/2023: guidewire was used during an insertion of a trial catheter for a patient, it became stuck in needle during catheter insertion. No patient harm reported. (B)(6) 2023 one of the coils of the coiled wire of the guidewire was found to be unraveled near the distal end of the guidewire.